Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Case description: investigational result: name :novopen 6 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Ryzodeg penfill batch number:unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly. Final manufacturer's comment: on 29-jan-2024: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Elderly age of the patient and underlying medical condition of type 1 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary. Name :novopen 6 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.

Event description:
[Preferred term] (related symptoms if any separated by commas). Blood glucose steadily increased [blood glucose increased]. Pen was faulty and had not given any insulin [device failure]. Case description: this serious spontaneous case from australia was reported by a nurse as "blood glucose steadily increased (blood glucose increased)" with an unspecified onset date, "pen was faulty and had not given any insulin(device failure)" with an unspecified onset date, and concerned a 78 years old male patient who was treated with novo pen 6 (insulin delivery device) from unknown start date for "type 1 diabetes", ryzodeg penfill 100 u/ml (insulin aspart, insulin degludec) (dose, frequency & route used- unk) from on (B)(6) 2023 and ongoing for "type 1 diabetes", the patient's height, weight and body mass index were not reported. Current condition: type 1 diabetes (duration not reported), cognitive impairment historical drug: ryzodeg flextouch. The patient was on ryzodeg twice daily, via flex touch pen. On an unknown date, patient was now transitioned to novo pen 6. Following the transition, on an unknown date, novo pen 6 did not delivered insulin and due to this patient's blood glucose steadily increased until required admission to hospital (details of hospitalization was not reported). Patient's wife normally administers his insulin as there was some cognitive impairment. She was trained as a nurse and was comfortable with both injections and durable devices. After patient being admitted to hospital, the wife took the novo pen 6 to the pharmacist to be checked. The patient's wife and the pharmacist decided the pen was faulty and had not given any insulin since the transition to the durable device. The pharmacist provided a replacement novo pen 6. Batch numbers: novo pen 6: unknown. Ryzodeg penfill 100 u/ml: requested. Action taken to novo pen 6 was not reported. Action taken to ryzodeg penfill 100 u/ml was reported as no change. The outcome for the event "blood glucose steadily increased (blood glucose increased)" was not reported. The outcome for the event "pen was faulty and had not given any insulin(device failure)" was not reported. Preliminary manufacturer's comment: 01-dec-2023: the suspected device novo pen 6 has not been returned to novo nordisk for evaluation. No conclusion is reached. "This report is for a foreign device that is assessed as "similar" to us marketed novo pen echo".